Event description:
It was reported this lead was explanted as a result of pt's death; pt had a cardiac deficiency. Preliminary testing in the field indicated the system was actively delivering shocks.

Manufacturer narrative:
The lead was received with a damaged stretched helix. The electrical readings are within spec, no mfg defects or any anomalies found. Returned device analysis reveals all lead functions are within specs. The stretched helix may have occurred due to explantation procedure. The event will be reopened if add'l info becomes available.